Manufacturer narrative:
Product complaint # (B)(4). Initial reporter: consumer legal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: update 27-jan-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/ lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that the patient received subject knee replacement (B)(6) 2019. From (B)(6) 2020 he experienced pain, instability, edema, walking difficulty, and stiffness. His leg gave out several times and he heard a clunking noise when walking. Patient was revised on (B)(6) 2021. Doi: (B)(6) 2019. Dor: (B)(6) 2021; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device did not find any evidence of product malfunction or product error. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history records for the attune femoral posterior stabilized, size 6, right, cemented (p/n 1504- 10-206, lot # 9264959) were reviewed. No related manufacturing deviations or anomalies were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 27-jan-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.